Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "aspiration was not performing well while in cortex mode" (aspiration issue). A customer reported problems with aspiration while in the cortex mode. The surgeon noticed this in 3 different cases. All the cases were completed, but the surgeon canceled the 3 remaining cases of the day. The facility also canceled 8 cases for the next day until the system could be serviced. The patient's outcomes were good and each case was extended about 10 minutes. There was no patient harm reported.

Manufacturer narrative:
A company service representative examined the system. The irrigation sensor solenoid washers were replaced. The system was then tested and met all product specifications. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).